Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2014 with the following findings: during testing, the battery compartment was observed to be cracked. The pump could not power on with the returned battery cap. The battery cap was found to be stripped and unable to secure on to the battery compartment. A test battery cap was used to complete the investigation. The test battery was able to secure on to the pump, and the pump powered on normally. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. Unrelated to the initial complaint, the display was dim and discolored. On (B)(6) 2014, the reporter contacted animas, alleging a power issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.